Event description:
A report was received that the patient's ipg was relocated due to it being exposed through the skin. The patient's skin was thin over the implant, so the incision was never able to heal over the ipg. The physician relocated the patient's ipg to a more comfortable location, and the patient is reportedly doing well.

Manufacturer narrative:
This is the final report.